Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and have been updated.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the false ait in line alarms and has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.